Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Blood glucose level of customer was 42 mg/dl. Customer treated with food for their low blood glucose. Customer mentioned that the auto mode was inactive at the time of reported low blood glucose event. Customer declined to troubleshooting for their low blood glucose. Insulin pump will not be returned for analysis.